Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided but does not reflect the alleged device. Probable cause could not be determined. No product was provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined.